Event description:
It was reported that noise was observed on the lead. High capture thresholds were found. Monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.